Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure that the device became real hot. The procedure was completed with a backup device without further incident. No procedural delay noted as a result. No patient or surgeon injury as a result.

Manufacturer narrative:
Evaluation - the subject device, one service replacement powermax elite, part number 72200616s was received on january 19, 2016 and confirmed to be serial number (B)(4). The reported complaint has been confirmed. Functional testing was performed and identified that the motor has seized and will not rotate. This condition is the most likely cause for the ¿overheated¿ complaint. A review of the manufacturing records show this unit was released on or about october 2014 as a service exchange. The complaint investigation has concluded that the cause of overheating was due to a seized motor unit as a result of wear and tear over time and is in need of non-warranty repair. (B)(4).